Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-80 (mg/dl) over the weekend. To treat the low bg level, the customer consumed carbohydrates. The customer reported having a really active weekend and was constantly on the go and was busy which caused bg level to go low. Recommendation was made to consult with health care provider regarding diabetes management.